Manufacturer narrative:
Device evaluated by remote service personnel.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device is giving therapy disabled error. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy capacitance. The reported problem was confirmed. Based on the information available, defective assy capacitance is replaced with a new one to fix the issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after defective assy capacitance is replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.